Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 29 days. Manufacturer's investigation conclusion: a direct relationship between the pump and the reported event could not be determined. The patient remained ongoing on vad support with no further related issues reported until being transplanted on (B)(6) 2019. Heartmate 3 lvas IFU lists stroke, other neurological event (not stroke-related), venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the hm3 lvas. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced one episode of nausea and dizziness on (B)(6) 2018. On the morning of (B)(6) 2018 the patient complained of nausea, blurred vision, photophobia, and vertigo-like symptoms when going from a sitting to standing position. Zofran was given and neuro was consulted. The patient's echocardiogram (echo) was unremarkable, and a computed tomography (CT) scan of the head was negative. A head and neck angiogram was grossly unremarkable with the exception of linear filling defect at the site of prior right internal jugular central venous catheter. The patient experienced some blurred vision postoperatively after their vad implant, but reports that this episode was different from prior and did not improve with wearing glasses. The patient has a history of migraines but reports that this is different from typical symptoms. The patient was noted to have some misalignment of the eyes - horizontal nystagmus, blurred vision, and other symptoms resolved prior to discharge and changes in medication were made. No additional information was provided.